Event description:
Reportedly, this device was explanted after approximately a 4 year, 4 month implant duration due to regurgitation. Md also observed tears in the leaflets.

Manufacturer narrative:
H.6.: device not returned.